Event description:
The pt ((B)(6)) received an scs system including a percutaneous lead and lead anchor on (B)(6) 2011. It was reported that the pt's lead migrated. During the surgical procedure to address this issue, it was discovered that the lead anchor was not locked completely by the physician at the initial implant which resulted in the lead slipping through the anchor. The pt's lead was repositioned, and the appropriate locking of the implanted lead anchor was confirmed prior to the completion of the surgery. No devices were explanted or replaced as a result of this event.

Manufacturer narrative:
Sjm has limited info related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.